Event description:
It was reported that when using the bd vacutainer® edta 2k there were three tubes with a different shield color. There were no health consequences or impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-jan-2024. H.6. Investigation summary: bd received 2 samples and 3 photos for investigation. Visual examination of the samples and photos was performed and revealed a red marking on the top of the hemogard closure. Per product specification for catalog 367846, this product requires a translucent lavender hemogard closure. The hemogard closure is the correct color. The red marking seen on the top of the hemogard closure is foreign matter(fm). Additionally, retention samples were inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for incorrect shield color but has been confirmed for fm on top of the shield. Bd was not able to identify a root cause for the fm observed. Retention samples were satisfactory. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® edta 2k there were three tubes with a different shield color. There were no health consequences or impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.